Manufacturer narrative:
(B)(4). The device was returned to the factory. A visual inspection was conducted. Signs of clinical use were observed. Blood and charred tissue were observed on the jaws. The heater wire of the hot jaw was bent and detached from the tip, but remained attached to the base. There were no other observed visual defects. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device did turn on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at .68 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released (complaint lab hemopro 2 test station, due (B)(6) 3020). Based on the returned condition of the device and the results of the evaluation, the reported failure "failure to deliver energy" was not confirmed. The analyzed failure "material twisted/bent" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/vasoshield) was working properly, but after a few minutes the unit just stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/vasoshield) was working properly, but after a few minutes the unit just stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.